Manufacturer narrative:
Block a2: the exact patient's date of birth was unknown; however, it was reported that the patient was born in 1943, and the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2 (study): e7118 post market surveillance. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023, as part of e7118 post market surveillance. During the procedure, they were able to cannulate; however, the cutting wire of the jagtome revolution rx broke by the time they used the device for sphincterotomy. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.